Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the femoral artery. As the md was inserting the iab through sheath and into the artery, the tip of the catheter "could not advance around the bifurcation of descending aorta." As a result, the iab was removed and another iab was inserted without difficulty.

Manufacturer narrative:
Sample will not be returned for evaluation.